Event description:
Patient was transferred to st. Peter's hospital on 1/12/93 with intra-aortic balloon already in place (iabp was inserted at the hospital in albany, ny). On 1/13/93 blood noted in iabp tubing. Balloon removed and noted to be ruptured. New balloon inserted. We have the balloon itself in our possession. The area on the balloon where the identification numbers were placed was discarded. Datascope was notified of balloon rupture and informed they could come to our institution to inspect the balloon.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, balloon. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.